Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer want to get the meter at the pharmacy. Most likely underlying root cause: mlc-51- user mechanical stress (possibly dropped, broken, mishandled). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for broken display on the blood glucose meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report not feeling well. No details provided about the symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 05/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer had called 2 hours ago, and the rep was going to replace the meter but he did not want it replaced he wanted to go to the pharmacy for the 2 ways to save program to get a meter now but he does not use this pharmacy and does not have a prescription at this pharmacy. They will not give him a meter. He is at the pharmacy I told him to seek medical help, but he hung up on me. Gave the pharmacy the 2 ways to save and I heard her ask him if he gets his meter or strips through them and he said no through the va so they told him if he calls the dr and okays a meter they will give him one. No meter was replaced since customer didn't want to wait for a new meter.